Event description:
It was reported that, "pt was approximately 5 yrs post op and the acetabular component shifted. Upon review of x-ray, it appears it moved and had become loose. The procedure to explant was performed and the acetabular component was shifted. He reimplanted a revision tritanium cup and placed 4 screws with an x3 liner and metal head. The implants removed were ceramic liner, shell, one screw and head."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.